Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 1 of 3, ref MFR reports: 1627487-2012-07061, 1627487-2012-07062. It was reported the pt had been experiencing ineffective stimulation coverage. A full parameter diagnostic indicated invalid impedance values. X-rays showed the lead has slightly pulled out of the ipg header. Reprogramming has been attempted to no avail. Surgical intervention is pending to address the issue.